Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrythmia therapy. (B)(4) inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing 30653 v-sics since last session 5.8 days ago. (B)(4) episodes with v-v intervals less than 220 ms from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics and nsts. Right ventricular pace impedance steady at approx. 388 ohms through (B)(6) 2016, rises out of range starting on (B)(6) 2016.

Event description:
It was reported that the patient received multiple inappropriate therapies on the right ventricular (rv) lead. It was noted there was a rv lead integrity alert and possible lead fracture. The lead will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.